Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. Upon review, it was noted that the noise was seen on both right atrial (ra) lead and right ventricular (rv) lead which was due to electromagnetic interference (emi). The health care professional (hcp) stated that the noise was oversensed, which triggered the atrial tachy response (atr). This device currently remains in service. No adverse patient effects were reported.